Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the pt experienced a myocardial infarction on or about (B)(6) 2010 after the use of the product.